Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. The instrument was found to have a cracked main tube. The piece measuring proximately 3.90 mm x 2.60 mm was not returned with the instrument. The instrument was unable to be tested due to the physical damage condition. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip-up fenestrated grasper instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the tip-up fenestrated grasper instrument functional end has broken off in situ from the shaft. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no issues were reported when removing the instrument through the cannula, and no new port incision was required.